Manufacturer narrative:
Complaint is confirmed per photos provided by the customer that showed the broken sutures. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 11/21/2024 additional information was received by an arthrex subsidiary employee via email who stated that the procedure performed was an acl with patellar graft. While pulling the blue wire to transport the white wire the blue wire broke. A new btb implant was opened to complete the case. There was no delays or need for additional anesthesia.

Event description:
On (B)(6)2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588btb btb tightrope® wire snapped. This occurred during a case when they pulled the blue wire so that the white wire would pass through the chinese mesh, the blue wire snapped. As a result, the button could not be used and the white thread could not be transported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.